Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they felt a constant electrical/burning and painful sensation in their leg and where the ins was placed, stating they couldn¿t even lay on their right side. The patient reported that the hcp had them turn stimulation off and the leg sensation went away. The patient reported that they went to the neurologist because it felt like tit was fibromyalgia however the neurologist ruled out any issues with their nerves. The patient reported that they then had a hysterectomy and bladder repair surgery in (B)(6) 2020 (not alleged to be related to the device/therapy.) The patient also reported that they noticed a return of symptoms in early (B)(6) 2020, stating that they had an ultrasound done to see if the device had moved but noted they had not yet gotten their results. The patient had called that day to adjust their stimulation. It was noted the patient felt stimulation in their butt cheek on program 4 and program 1. The patient felt comfortable stimulation in the bike seat area on 1.3 program 2 and it was noted that they would monitor their symptoms. The patient also stated that they were going through chemotherapy. (Not alleged to be related to the de vice/therapy.) There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the circumstances were which led to the constant electrical/burning painful sensation in their leg and where the ins was placed, they replied they had no idea; the ultrasound showed the leads were connected and the sensor still worked correctly. They tried changing all programs. The steps taken to resolve the issue were that all programs were re-calibrated, reset, and the level was lowered, so they not longer had all the vaginal and butt sensations. When asked what the circumstances were which led to their feeling stimulation in their "butt cheek," they replied they changed all programs to where they no longer had the sensation down their leg and vaginal area. Steps taken to resolve the issue were trying those new programs for two weeks. The patient noted if they did not work, they would increase the level of sensations. No further complications were reported at this time.